Event description:
It was reported that the right ventricular [rv] lead was oversensing and had high impedance measurements. It was also reported that the rv lead had apparent fractures of the pace/sense and rv coil portions of the lead. The pace/sense and rv coil portions were capped and replaced; the superior vena cava [svc] portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.